Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that in 2017-2018 the patient was at an appointment with the hcp and a rep. The patient confirmed that the usage was high. The battery would continue to drain quickly and it was justified. The leads and function were evaluated and were good. The patient talked to the hcp on (B)(6)while getting spinal injections, and the hcp thought it may be time for a battery replacement. It was reported that the past year-year and a half the patient was getting a reading on the bar to charge, despite patchy options, the patient was getting the battery to charge. It was keeping a charge more than 2 days. There was overheating and excessive heat on the patient's back and the charger. There were also interruptions/lack of stim in scs coverage even when it was charged and on. It kicked in and out despite positions being set. The patient said they were charging and there was one bar left, so they connected the charger. They had a positive connection, but the charge bar didn't increase despite the patient charging all day. The patient mentioned relying on the device to function daily as it covers about 70% of their pain from nerve damage. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was due for a battery replacement since it had been 7 years since the ins was placed. The patient clarified that the ins turns on and off when it wants to, even when the ins is charged. It was reported that it mostly happened while the patient was walking, but it happened other times as well. The issue happens daily and was "very noticeable". Adaptive stim was enabled and the patient knows how to adjust it. A rep checked the ins on january 21st and said the leads and everything were good. The patient also met with a rep over a year and a half ago. The patient asked the rep how the remote was working and mentioned that sometimes the ins turned off while walking. The rep felt it was positioning at that time, but the patient didn't think it was positioning.